Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the fridge door wont open. A field service engineer spoke with customer through power cycling fridge and medstation. Customer recovered and tested ok. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system fridge door wont open. The customer stated that there was a slight delay in accessing the medication but no harm as there is other options to get meds to patients. There were no adverse events or injuries reported based on this incident.